Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant was no longer working for the past 6 months. Patient stated it had been 5 years and was thinking a replacement might be needed. Patient mentioned that when they turned on the stim, it did not function and they felt no stimulation at all. When agent asked if they tried switching groups or programs, patient interrupted and expressed want the implant removed. Agent reviewed and redirected patient to healthcare provider (hcp) for further assistance. Patient mentioned they did not currently have a managing physician but planned to reach out to the doctor who implanted the device.